Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to diabetic ketoacidosis with blood glucose 330 mg/dl on (B)(6) 2019, at 11 pm. The customer was treated with insulin intravenous manual injection and insulin pump for high blood glucose. The customer stated that they experienced symptoms related to high blood glucose such as vomiting, difficulty breathing and nausea. The customer alleges pump was under delivering as the blood glucose was 404 mg/dl. It was reported that the insulin pump was not delivering. The customer was using insulin pump system within 48 hours of reported high blood glucose event. It was reported that the customer declined troubleshooting. It was reported that the customer was assisted with high pressure test and was passed. The customer was advised to change entire set, reservoir and insulin and treat per health care professional instructions. The device will be not returned for analysis.